Event description:
It was reported that a iq wireless battery was found dead during an unspecified process step in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During multimeter testing, the reported issue "dead battery" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be imbalance battery cells. The battery cells requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.